Event description:
The pt was seen for a dislocated total hip replacement. Closed reduction was attempted. During the reduction, the femoral head dislocated from the bipolar head, and the pt was revised.